Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable cause is reasonably inferred from available information, including component damage or degradation, environmental issues such as dust/dirt/humidity, optical issues, thermal issues, and electrical issues such as signal loss or circuit disconnection. The most likely cause of this complaint is expected to be a predictable or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the bronchovideoscope screen goes completely black when power is turned on. There was no patient involvement.